Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with thv valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post-operative period. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. Per the instructions for use (IFU), atrial fibrillation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the in addition to the procedure itself, patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a tavr patient through social media, the tavr procedure resulted in atrial fibrillation (afib). The patient reported the afib is 'causing more concern and anxiety than the stenosis ever did'. Medical records review indicated post toe amputation, the patient reported chest discomfort and shortness of breath. Surgical aortic valve replacement was recommended; however, the patient declined the savr and requested the tavr procedure. Ten months after the initial consultation, the patient returned for the tavr procedure workup. A 29mm sapien 3 valve was successfully deployed in the native aortic position. Post valve deployment, insignificant paravalvular leak (pvl) and insignificant gradients were reported. There was no indication that afib occurred during the tavr procedure. The valve remains implanted in the patient.